Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a device manufacturer representative on 2019-dec-18. It was reported that the cause of the stall was unknown. No actions/interventions had taken place yet, but the hcp was trying to get insurance approval to replace the pump on (B)(6) 2019. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving bupivacaine (15 mg/ml at 3.002 mg/day) and dilaudid (40 mg/ml at 8.004 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that service code 100 was noted upon pump interrogation, which indicated an unrecovered motor stall and tube set message. The patient had not had an MRI recently. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-dec-20. It was reported that the pump was replaced on (B)(6) 2019.